Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
An active cholesterol and granuloma were diagnosed. Per info received on (B)(6) 2014, the pt was explanted on (B)(6) 2014.